Event description:
This report is submitted to comply with (B)(4) since this is a life support device. Customer reported problem appears from time to time by an increase in value of peep which exceeds 12mmhg without any manipulation of this function.

Manufacturer narrative:
Device received by manufacturer and is currently under eval. Follow-up submission will be sent once eval has been conducted. Request to obtain pt info and other pertinent data not answered by user. Will be provided once data is provided.